Manufacturer narrative:
Title: surgical outcomes following early drain removal after distal pancreatectomy in elderly patients source: in vivo 34: 2837-2843 (2020) accepted july 13, 2020. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature, after distal pancreatectomy in elderly patients between august 2010 and august 2019, it was noted that transection of the pancreatic parenchyma was accomplished by using a double row or triple row manual stapler. There were 57 patients enrolled in the study and complications included post-operative fluid collection at the stump of the remnant pancreas and pancreatic fistula, which resulted in re-insertion of abdominal drain and extended hospital stay in 2 patients. Authors: sakamoto, t., yagyu ,y., uchinaka, e., hanaki, t., miyatani, k., kihara ,k., yamamoto ,m., matsunaga, t., tokuyasu, n., honjo ,s., fujiwara, y title of article: surgical outcomes following early drain removal after distal pancreatectomy in elderly patients year: 2020.